Manufacturer narrative:
A partial lead with the connector pin measuring 6.5 cm and the distal portion measuring 51.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the ER for a normal device change procedure unrelated to this event. Lead noise causing inappropriate mode switch episodes was observed on the ra lead. The lead was explanted and replaced. Patient was stable throughout the procedure and normal post operation.